Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc specialist's instructions, the customer replaced the dilution check solution bottle and the integrated multi-sensor technology (imt) module. The customer primed the standard a and standard b solutions, the dilution check solution, the salt bridge solution and the flush solution. The customer aligned the pump and re-calibrated the imt module. After troubleshooting the imt module was properly aligned and a dilution check passed. The cause of the discordant, falsely low sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher both times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.